Event description:
A physician attempted arteriotomy closure using the starclose device in the right common femoral artery. It appeared that the clip deployed into thick scar tissue. The device, including the clip, was removed in surgery. The patient required an additional day in the hospital.

Manufacturer narrative:
Based on available information, device malfunction could not be identified. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.